Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. It was also reported that customer's blood glucose was high. It was reported that customer's blood glucose was 70 mg/dl, 100 mg/dl, 200 mg/dl, 300 mg/dl and then rose to 502 mg/dl. Blood glucose was lowered by stacking insulin and manual injection. Troubleshooting for high blood glucose was declined. Caller reported that battery was removed due to button error alarm and a weak battery alarm was received. Caller states that customer was sweating as a symptom of high blood glucose and insulin pump was worn tuned in against the body. Caller also reported that there was condensation underneath display screen. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor, moisture damage was found on all the electronic assemblies noted, had intermittent alarm during rewind due to slight moisture damage on the motor home switch noted and had intermittent button response on the escape button due to corroded keypad traces noted. However, no unexpected button error alarms or weak battery alerts noted during our testing. The motor was tested outside of the unit and passed. The insulin pump passed displacement test and rewind test. The insulin pump had cracked battery tube threads, cracked lcd window, cracked case at display window corners, half broken off reservoir tube lip and scratches on the reservoir tube window.